Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recurrent gastrointestinal (gi) bleed on an estimated date of (B)(6) 2026.